Manufacturer narrative:
(H3) the reason for the revision reported in (B)(4) cannot be confirmed from the provided information. It may have been the result of positioning of the shoulder components, scapular notching/impingement, and/or patient related factors which may have led to prosthesis wear as reported, disassociation and subsequent migration of the humeral liner and subsequent metal-on-metal articulation between unintended components, or a combination of issues. However, the failure and most likely cause cannot be confirmed as the devices were not available for evaluation and no images or pre-revision radiographs were provided.

Event description:
As reported, approximately seven years post initial tsa, the patient undergoes surgery and a shoulder revision was performed which shows soft tissue inflammation and the presence of metallosis due to the friction of the platform with the glehoesphere, since there was no presence of the liner previously placed in the previous surgery. The cavity was checked to verify if there was presence of the liner in it but the conclusion was reached that it was completely worn (there was no presence of the liner or polyethylene residues). Sales rep was unable to obtain images or x-rays. The device is not available for evaluation.